Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannula was kinked which led to occlusion. The site of insertion wss abdomen. Patient replaced supplies as necessary and resumed insulin therapy. Unomedical do not see be. No further information available.